Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the implant of the device, implanting the device at an off-label location, implanting the stimulator too close to the targeted nerve, and migration have been ruled out as potential causes. The clinical representative confirmed the device implant procedure was conducted per IFU, multiple tunneling attempts were not conducted, antibiotics were prescribed pre-operatively, and the site was irrigated with antibiotic solution before closure. However, the patient has contraindicating conditions including a wound healing disorder and water retention in the legs. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The stimulator is used to treat pain. The cause of the infection is due to the patient being a poor candidate due to health, weight, age, or mental capacity as they have a wound healing disorder (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. No further issues have been reported.